Manufacturer narrative:
The reported events were lead dislodgement, failure to capture and far r oversensing. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. After cleaning the lead and applying torque directly to the connector pin, the helix was able to extend and retract. The full helix extension length was measured within specification. The reported events of failure to capture and far r oversensing were not confirmed. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. A device interrogation was performed and revealed that the patient's right atrial (ra) lead exhibited failure to capture and was inappropriately sensing signals in the ventricle. A chest x-ray was performed and revealed that the ra lead was dislodged. The ra lead was explanted and replaced. The patient was stable.